Manufacturer narrative:
The instrument test well image in question had no background in the reaction image, and the negative red cell button was clear. The test well image was visually negative the immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also received and tested a patient blood sample from the (B)(6) customer site which yielded negative outcomes, and therefore the unexpected customer observations were reproduced.

Event description:
On (B)(6) 2016, a customer site in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.